Manufacturer narrative:
Analysis: the product has not been received for evaluation. Without device return, analysis is limited to a review of the product device history record which was found to be complete and correct, indicating that the valve met manufacturer's specifications when released for distribution. Conclusion: without return of the product, we are unable to determine the cause of the reported event. No patient complication has been reported.

Event description:
The report states that the 5 way perfusion adaptor was connected to antegrade, retrograde cardioplegia and vent respectively. With use, it was found that the adaptor connected to the retrograde cardioplegia was occluded. The device was changed out with no reported complication to the patient.